Event description:
A healthcare professional contacted baxter (B)(4) regarding a leak from a minicap transfer set. Reportedly, the patient was at home and their nurse found a wet bandage. The nurse looked at the transfer set and found that the patient connector was broken. The transfer set had been in use for 6 months. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed during the sample evaluation; however, no root cause could be determined. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. This complaint for a leak in a minicap transfer set was confirmed during the sample evaluation. A visual inspection was performed with broken occluder feet noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with broken occluder feet noted. A visual inspection noted no whitish spot on the occlude leg that would indicate possible over-torquing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The evaluation was completed, problem confirmed, but the investigation is still not completed. A follow-up report will be filed should additional information become available.